Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of air water cylinder and air water tube had foreign objects were not established and the image noise probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had foreign material in the air/water cylinder and tube, dirt on the scope connector, and image noise. There was no patient involvement.